Event description:
A customer reported an issue where their pump displayed fewer units than normal during filling, affecting ten cartridges. There was no reported impact on the customer¿s blood glucose level. No further information regarding the outcome of the event was provided.